Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining no value/ind and 0.00ng/ml troponin (accutni) results for five (5) patients' samples generated by the access 2 immunoassay system. No erroneous results were reported out of the laboratory. Repeat testing on an alternate instrument resulted in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. A system check was performed on (B)(4) 2011 and met specifications. Upon troubleshooting with bec hotline, it was determined that the s0 calibrator rlus were higher than in-house qc release data. The customer changed the reagent pack and ran qc and it recovered within acceptable range. The bec hotline advised the customer to re-calibrate and repeat the patient's samples. No clear root cause has been determined for the elevated s0 rlus.